Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00144480) and no similar events were noted. Assessment by merz: the event occurred in compatible temporal relationship whereas no precise information was provided on event localization so a local relationship can only be assumed based on the wording of this report. Vascular occlusion (serious) is expected based on the current valid mexican instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). The reported pain was considered to be a symptom of the vascular occlusion. Off label use of device was only coded for formal reasons. Injection into piriform fossa region is no approved indication for radiesse (+) in mexico. The IFU of radiesse (+) warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, no necrosis was reported, and the information provided is quite sparse and no further event details were provided. Causality for the event is assessed as possibly related to the treatment with radiesse (+) based on compatible temporal and assumed local relationship. This case is considered as serious because potential treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow up information received on 11-apr-2025: based on the information provided, the event occurred in compatible local relationship and the patient received comprehensive treatment with an unknown outcome. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse (+) based on compatible local and temporal relationship. This case remains as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 24-apr-2025: the batch record review for radiesse(+), lot a00144480, was normal, no non conformance reports, corrective/preventive actions related to this lot. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse (+). This case remains as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a mexican physician and concerns a patient. The patient was injected with radiesse(+) into the piriform fossa (off label use of device), on (B)(6) 2025. Batch number was reported as a00144480. A lot search in the global safety database was conducted. On (B)(6) 2025, 18 hours after the radiesse(+) injection, the patient experienced pain and signs of occlusion. Potential treatment was deemed necessary to prevent a permanent damage. The outcome of the event was unknown. Follow-up information was received on 11-apr-2025: approximately 12 hours after the radiesse(+) injection, the patient experienced pain at the injection site. The patient returned for a follow-up visit, and the physician initiated a protocol for vascular obstruction, treatment with saline solution and vasodilators. The patient was admitted to the hyperbaric chamber. T he next day, the patient reported pain again. Hyaluronidase was administered again, and vasodilators therapy was continued. The outcome of the event remained unchanged. Follow-up information was received on 24-apr-2025: the batch record review was received and the lot number for radiesse(+) was confirmed as a00144480 (expiry date: 31-dec-2025).